Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in hospital due to high blood glucose on (B)(6) 2018 with blood glucose of 33 mmol/l. The customer treated with the intravenous drip in hospital. The reservoir will not be returned for analysis.